Event description:
It was reported that the patient presented to a follow up and complained of syncope. The pulse generator exhibited an inappropriate measurement anomaly when interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.